Event description:
On (B)(6) 2005, the pt underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2012, f/u imaging reportedly showed an unspecified endoleak with aneurysm enlargement to 5.2 cm, compared to 3.6cm in 2008. On (B)(6) 2013, add'l angiography showed that the endoleak was a type ii coming off of the right external iliac artery. It was reported that the pt will continue to be monitored at this time. No further adverse events were reported.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs. Add'l device implanted and involved in this event: (B)(4).